Event description:
Consumer reports meter is giving inconsistent readings. Analysis run on clark error grid using mean avg reading (58) as ref. Point vs. Bd reading (82) yielded date points in the d range of the grid, outside acceptable limits.